Event description:
It was reported that during a da vinci-assisted sigmoid colectomy general surgical procedure, the mega suturecut needle driver instrument cable snapped while the surgeon was manipulating the instrument to grasp the needle. The customer reported that no fragments fell. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.